Event description:
It was reported that during implant of this right ventricular (rv) lead in the left bundle branch, pacing impedance measurements were noted to be 900 to 1,100 ohms with the lead connected to a pacing system analyzer (psa). Upon connection of the lead to the header of the pacemaker, pacing impedance measurements were noted to be 1,900 to 2,000 ohms. Technical services (ts) discussed the impedance range for this lead, which, was noted to be 200 to 2,000 ohms, and discussed potential causes for the high measurements. Ts discussed the option of monitoring to see if measurements come down. Pacing impedance measurements upon completion of the procedure were out of range at 2,070 ohms. No adverse patient effects were reported. This device remains in service.